Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 472 mg/dl. Customer's blood glucose at the time of the call was 368 mg/dl. The customer indicated that a threshold suspend may have occurred as she did not get insulin for hours. The customer followed up with their doctor who advised to change out the set and take a shot. Customer indicated that she would call back when she has more time to troubleshoot.